Event description:
Customer reported an issue with the passport v monitor display, which may have resulted in a loss of monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the unit fan.